Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and water tightness was lost due to pinching on the bending section cover and a crack on the ultrasonic connector. In addition, evaluation found the scope cover was discolored, the electrical connector had corrosion, the displayed ultrasound image was defective with missing element due to damage on the ultrasonic probe, the acoustic lens was damaged, the adhesive around the light guide lens was cracked, the light guide lens was chipped, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, and the case was deformed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the tube of the evis exera ii ultrasound gastrovideoscope was leaking. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was a gap between the acoustic lens and ultrasound probe. The report is being submitted due to gap between the lens and probe found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and the results of the investigation. See b3 and b5 for the information from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, a definitive root cause of the gap between the acoustic lens and ultrasound probe could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information received from the customer reported the leaking tube occurred after a procedure.